Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had an error code indicating that the audio alarm failed during breath delivery (bd) power on self-test (post) . The ventilator was not in use on a patient at the time the alarm occurred the service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the speaker and the gui alarm. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: alarm assembly speaker the alarm assembly speaker was visually inspected and showed no anomalies. The alarm assembly speaker was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.